Event description:
It was reported that the bd micro-fine¿+ pen needle experienced leakage. The following information was provided by the initial reporter: when the patient was injected with insulin, the liquid leaked from the connection between the injection pen and the injection needle.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. DHR was reviewed and there were not any qns or other events that could be related to this complaint. No photo or sample returned for further analysis or investigation. Based on the investigation above, the certain cause cannot be concluded now and we suggest following instructions properly screw hub on the pen. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.